Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company has been informed the recipient's device was explanted due to extrusion. The device reportedly extruded through the skin. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient will be reimplanted at a later time. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests that were performed. This device was explanted for medical reasons. The device passed the tests performed.. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.